Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had intermittent success with the programmer. It was noted that the patient could sync but then could not increase and got a poor telemetry screen. It was noted that multiple new batteries had been tried. Additional information received reported that when increasing the stimulation the patient got the sync screen. It was noted that it decreased fine. It was noted that new batteries were tried. No patient harm was reported. It was reported that the patient was just sent a new programmer and noted they were not able to communicate with the previous one. It was noted that the same thing happened with the new programmer and the patient could not increase or make adjustments with the antenna attached. It was noted that the patient did not see the lightning bolt. It was noted that the patient got the no communication screen when they pushed the ¿on¿ button on the side of the programmer. It was noted that the lightning bolt would not appear. It was noted that the patient did not feel stimulation.